Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Insulin pump passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. Device had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivery and alleges insulin pump. Customer's blood glucose value was 15 mmol/l at the time of the incident, current blood glucose was 7 mmol/l. The customer was assisted with troubleshooting. The drive support cap appears normal (slightly indented). Customer will return device for analysis.